Event description:
Spontaneous report from hospital pharmacist (B)(6) rph, who reported pt hospitalized today, currently in emergency department due to high pressure alarm on cadd legacy pump. Hospital rph reported pt current dose was 40nkm. Author reviewed that is patient's maintenance dose. Rph reported that hospital wanted to drop patient's dose to 20nkm due to high pressure alarm author advised against dropping dose rapidly and performed troubleshooting with hospital rph. Author reported that pump and tubing should be checked to make sure that there isn't a blockage downstream. Rph also advised switching to pt's back-up pump /tubing to see if alarm is still sounding. Author advised if alarm is still sounding and there are no external causes that it may be an internal cause and hospital should look at central line/replace central line. Rph verbally understood. Pharmacist did not provide the serial number of pump. Product lot number and expiration date were systematically retrieved from the dispensing system. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. "Did the reported product fault occur while in use with the patient? ¿ yes. "Did the product issue cause or contribute to patient or clinical injury? - unknown. "Is the actual product available for investigation? ¿ yes. "Did we replace device? ¿ no. Did the patient have a backup product they were able to switch to? ¿ unknown if back-up pump was at hospital with pt. What is the outcome of the event? Ongoing. - yes. Reported to cvs/caremark by: health professional. Reference report #mw5144508.